Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had prime and rewind anomaly. The customer¿s blood glucose level was 129mg/dl at the time of the incident. It was reported that the insulin pump doesn't rewind properly. It was reported that for a long time during the rewind process, the motor would sometimes go fast and other times go slow. It was reported that now while rewinding the motor stopped. It was making a noise but nothing happens. It was reported that tat pump hasn't had any alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump primed properly. The motor was tested outside of the device and passed.